Event description:
Synthes was notified: patient was implanted on an unknown date with 2 plates and screws. It was discovered on an unknown date the plate was broken and patient had a nonunion. Patient was returned to operating room on (B)(6) 2012, for hardware removal. Patient had elevated infection levels, patient was not revised to new hardware; running tests for the infection, no hardware will be returned. This is 24 of 26 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.